Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported power failure was confirmed through review of the device logs. The investigation determined that the device fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
Imp # (B)(4).

Manufacturer narrative:
The astral device was returned to the resmed and an investigation was performed. Review of the downloaded therapy data showed that a system fault 180, indicating a battery charger fault, triggered. The report of power failure was not confirmed. This type of alarm will not affect the pt should it occur during ventilation. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).